Event description:
It was reported that the procedure was to treat a lesion in the distal posterior descending artery. The 2.0 x 28 mm mini vision stent delivery system (sds) was advanced and the balloon was inflated to 8 atmospheres (atm), but the stent did not expand. It was noted that the proximal stent struts were flared. There was no resistance noted during advancement or removal. A new mini vision sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported inflation difficulty (failure to deploy) could not be confirmed. The reported flared stent was confirmed and was most likely due to an interaction with the lesion. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.